Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from malaysia reports an event as follows: it was reported that during an open reduction internal fixation (orif) procedure on the left proximal femur on (B)(6) 2023, a locking compression plate (lcp) drill bit ø 2.8 mm length 165 mm, 2-flute, for quick coupling broke. Eleven of the 3.5 locking screws were successfully inserted. However, the drill bit was broken during the drilling process for the last screw and the broken part of the drill bit was left within the bone as it could not be removed. The decided to not insert the last screw. Procedure was completed successfully with no delay. This report is for a 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).